Event description:
It was reported that a day after this right ventricular (rv) lead was implanted, the patient experienced chest pain and was taken to the emergency room where x-ray examination was performed and confirmed a perforation. A device revision was completed, and the patient was discharged the following day. The device remains in service. No additional adverse patient effects were reported.